Manufacturer narrative:
Device lot number not available. (B)(6). Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for suspect legacy screwdriver g4 standard. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A site representative reported that their screwdriver head was worn out. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.